Event description:
The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high¿; although specific value was not provided and a high ketone level identified as dangerous by healthcare provider. Reportedly, the customer experienced an addisonian crisis due to having addison¿s disease and being unable to reduce bg level. The customer administered a manual insulin injection to address bg. Reportedly, the cartridge did not click in to pump so customer was unable to use the pump. Customer was treated with intravenous fluids of glucose and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.